Event description:
Reported as "the pt had a first revision of surgery because of diaphragmatic pain from the tubing and the position of the band two years ago. Loss of pressure in the band system- suspected disconnection. Because pt suffered pain she was operated immediately. During intervention the middle part of the tubing was broken. The tubing broke in small pieces while manipulation of the band. The fragile aspect was noted for several cm in length."